Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported, by the pt's spouse, that post a coronary drug eluting stenting treatment procedure, the pt experienced an elevated heart rate. "The pt has had heart rates between 130-155 bpm with minimal exertion. An increased heart rate was noted immediately after stent implantation and has not resolved." The caller also reported that "she has had 2-3 hospitalizations for the symptoms, a transesophageal echocardiogram and holter monitoring for the symptoms." Additional info regarding this event is not available.